Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
St elevation occurred and medication was delivered to the patient resolving the st elevation spontaneously. It was reported that the faradrive was prepared as normal with no air in the sheath. After the successful transeptal puncture, the faradrive sheath was being inserted over a sl0 wire. During the insertion st elevation was seen on the inferior leads. Upon aspiration of the sheath no air was present in the sheath and no air was seen in the patient. Medication was delivered to the patient and st elevation was spontaneously resolved. The st segment remained in the isoelectric line for the rest of the procedure. The procedure was completed successfully using original faradrive sheath. The product is not expected to return as disposed.